Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 39 mg/dl. The customer stated they were attempting to treat their blood glucose at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.